Event description:
This patient presented at the hospital with angina pectoris. A physician confirmed the left anterior descending artery (lad) was severely calcified, with moderate tortuousity and ninety (90%) percent stenosis. The physician performed percutaneous coronary intervention (pci) using a rotablator. The perforation occurred during this procedure. The physician attempted to seal the perforation in the proximal left anterior descending artery. The jostent graftmaster was deployed due to the hemorrhage. Cardiac angiography confirmed "arrest of the hemorrhage." The patient lapsed into shock with sudden acute heart failure; the physician conducted percutaneous cardiopulmonary support (pcps). The patient expired in 2006. An autopsy was not performed.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.